Manufacturer narrative:
This 30-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)had fallopian tube occlusion insert (batch no. 959218) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included pelvic pain, dysmenorrhea, leiomyoma nos, fibroids, anemia and menorrhagia. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced dysmenorrhoea ("dysmenorrhea"), 1 year 1 month after insertion of fallopian tube occlusion insert. In february 2017, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and pelvic pain had resolved. The investigator considered dysmenorrhoea and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: investigator consider that essure contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Salpingectomy - on 19-dec-2018: optimal essure coil placement with no adhesions, small uterine fibroids.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 30-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 959218) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included leiomyoma nos, fibroids, anemia and menorrhagia. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced dysmenorrhoea ("dysmenorrhea"), 1 year 1 month after insertion of fallopian tube occlusion insert. In (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and pelvic pain had resolved. The investigator considered dysmenorrhoea and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the patient complained of pelvic pain and dysmenorrhea. Indication for surgery were fibroids, pelvic pain, menorrhagia, anemia. She underwent lavh (laparoscopic assisted vaginal hysterectomy) with resolution of her pain. Investigator considered that essure contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Salpingectomy - on (B)(6) 2018: optimal essure coil placement with no adhesions, small uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: due to reconciliation with study database (amendment of patient ID to 23014) it was detected that this record is a duplicate to case# (B)(4) to which all information was transferred. Then this record (B)(4) will be deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 959218) inserted. This case describes the occurrence of pelvic pain ("pelvic pain"). The occurrence of additional non-serious events is detailed below. The subject's medical history included pelvic pain, dysmenorrhea, myoma, fibroids, anemia and menorrhagia. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced dysmenorrhoea ("dysmenorrhea"), 1 year 1 month after insertion of fallopian tube occlusion insert. In (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and pelvic pain had resolved. The investigator considered dysmenorrhoea and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: investigator consider that essure contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Salpingectomy - on (B)(6) 2018: optimal essure coil placement with no adhesions, small uterine fibroids. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.